Event description:
International affiliate reported that the drain cracked lengthwise from the black spot, and the exudate leaked out. The surgeon stated that he did not break the drain with the needle during suturing. There were no adverse consequences to the pt.